Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality control (qc) was within range at the time the event occurred. Following the event, the customer ran precision study which resulted within range. The customer ran qc for all three levels, resulting within range. The cause of the discordant, falsely low glu results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained upon repeat testing on a patient sample on a dimension vista 500 instrument. The discordant low results were not reported to the physician(s). The sample was initially run on an alternate dimension vista instrument, resulting high. The sample was repeated five times on the same dimension vista instrument, resulting higher and confirming the initial result. The initial result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu results.